Event description:
It was reported that the bd alaris¿ lvp 20d 3ss 2cv experienced leakage. The following information was provided by the initial reporter: last night when one of our nurses was infusing ip cisplatin, she noticed the patient¿s bedding was wet. She looked at it closer and the chemotherapy was leaking out of a y-site.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss 2cv experienced leakage. The following information was provided by the initial reporter: last night when one of our nurses was infusing ip cisplatin, she noticed the patient¿s bedding was wet. She looked at it closer and the chemotherapy was leaking out of a y-site.

Manufacturer narrative:
H6: investigation summary : the customer reported the chemo was leaking at y-site, and returned a photo of the incident. The photo confirms the failure as the connection between the smart site (female luer) and a white connection piece. A device history record review could not be performed on material 11171447-04 because the lot number is unknown. The root cause for the leak could not be found without a sample investigation.